Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image goes blank after being plugged in. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: device has dents on the distal edge, dented outer tube, stains under the light guide cover glass, crack on sides of video connector and the fog free function needs an upgrade. Based on the results of the investigation, the root cause of the blank screen could not be confirmed. Additionally, it's likely the events (device has dents on the distal edge, dented outer tube, stains under the light guide cover glass, crack on sides of video connector and the fog free function needs an upgrade) occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.